Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record could not be performed as the lot was unknown. H3 other text : see h.10

Event description:
It has been reported that seven unspecified bd¿ catheters have been found defective. The following has been provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that the ivs are defective. Per email: these are angiocaths that the IV team feel are defective. The problem is they are returning them to procurement in plastic bags that are not marked biohazard. Each complaint they are making has a product attached to it. There are 7 currently sitting on my desk. We would like some of the tubes in order to prevent exposure or contamination from them returning the defective products.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that seven unspecified bd¿ catheters have been found defective. The following has been provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that the ivs are defective. Per email: these are angiocath's that the IV team feel are defective. The problem is they are returning them to procurement in plastic bags that are not marked biohazard. Each complaint they are making has a product attached to it. There are 7 currently sitting on my desk. We would like some of the tubes in order to prevent exposure or contamination from them returning the defective products.